Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that battery compartment was cracked and had a missing piece. Customer does not know how damage occurred. Customer's blood glucose was 199 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, broken battery tube threads, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.